Event description:
It was reported that the pt was expired. The date of patient's death and implant duration are unknown. It is unknown if the death was device related. Pt also had another device implant. Further details were provided. Info learned from implant pt registry. It was additionally reported that a second device, model # 3000tfx, was implanted. Refer to MFR report# 6000002-2008-08558.

Manufacturer narrative:
Device not returned.